Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a colonoscopy procedure performed on (B)(6) 2021. During the preparation, the band was tested and attempted to be deployed; however, it would not deploy successfully outside the patient. The procedure was rescheduled due to another speedband superview super 7 device not being available. The procedure was rescheduled due to this event. Additionally, it was noted that there was no difficulty experienced upon setting up the device. However, the physician reported that the ligator shrink wrap on the device was removed earlier in the setup process which is not indicated in the device instructions for use. There were patient complications reported as a result of this event.